Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis and was treated with unspecified treatment. The cause of the peritonitis was not reported. The action taken with pd therapy was not reported. It was not reported if the patient had recovered from the event. No additional information is available.